Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose that day was 22 mg/dl with loss of consciousness, severe dizziness, and confusion. It was reported the patient was treated by emergency medical personnel with glucagon and food. It was reported the patient remained on the pump. The reported stated the patient had inadvertently infused 5.9 units of insulin when they were inappropriately attached during prime. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a patient use error.